Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016 (B)(4). Summary of investigational findings: based on the available information it is believed, that the incident observed is not related to device performance, but rather to user technique. Nothing indicates that the device was not manufactured to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: implantation of a tx2 and txd on (B)(6) 2011. The follow up CT from (B)(6) 2012 shows a graft separation. The slipped out txd device tore a hole into the dissection membrane. Additional information received 23feb2012: patient does not require additional procedures yet, they will follow up with the situation and decide if it will be necessary to treat the hole in the dissection membrane later. Patient outcome: patient did not require additional procedures.